Manufacturer narrative:
Received two used. List #011-mc330211, 38 cm (15") smallbore ext set w/3 microclave® clear, rings (glow, red), rotating luer; lot #13491057.two shultless microclaves were confirmed to be stuck down upon return. Disassembly of the two shultless microclave revealed dry areas at the tip of the spike that would result in a dry spike stick down. The probable cause of the reported stick down is an inadequately lubricated spike near the tip during assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 10/19/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 38 cm (15") smallbore ext set w/3 microclave® clear, rings (glow, red), rotating luer. The following issue was reported, stating the event occurred in the intensive care, when disconnecting the tubing from the electrical syringe, the extension valve (distant valve) did not close. The patient's blood pressure dropped because the line was dedicated to amines (noradrenaline). The pressure problem was reported to the doctor and the device was replaced. There was a delay in therapy while having to wait for the drug to reach the patient and raise the blood pressure. There was a significant but not quantifiable blood loss (blood loss in the bed). There was patient involvement, however no report of patient harm.